Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen became cracked and now displays black dots making it difficult to see the screen. Customer was playing softball, but contact stated they aren't sure exactly how the crack happened. Customer had elevated blood glucose levels (300-400 mg/dl). Customer delivered insulin injections to stabilize blood glucose levels. It was indicated that the customer has a back up method for continued insulin therapy.